Manufacturer narrative:
The alb2 reagent expiration was not provided. The ldhi2 reagent lot number was 785535. The expiration was not provided. The cobas c503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with albumin gen.2 (alb2) assay and ldhi2 assay on cobas c503 analytical unit. This medwatch will apply to the alb2 assay. Please refer to the medwatch with a1 patient identifier (B)(6) for information related to the ldhi2 assay. Alb2: initial result: 1.18 g/dl. Repeat result: 3.63 g/dl. Ldhi2: initial result: 380 u/l. Repeat result: 607 u/l. The physician questioned the initial result of the alb2 as it did not match the patient's clinical picture and the sample was then repeated.

Manufacturer narrative:
The qc for alb2 was within the customer's set ranges. The calibration for alb2 from (B)(6) 2024 to (B)(6) 2024 was acceptable with no alarms. The calibration was last performed on the (B)(6) 2024. The alarm trace on (B)(6) 2024 was acceptable. A hardware check and precision studies were performed and they were within specifications. Based on the information provided, the investigation determined that the event was consistent with a preanalytical handling issue (it is unclear whether a 5- or 10-minute centrifugation program was used). The investigation did not identify a product problem.